Event description:
Bd alaris pump infusion set began leaking primed fluid at the distal hub. Connection was correct and tight. It was leaking at the proximal end of the "male luer" where the luer is attached to the tubing.